Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had power error detected. The customer¿s blood glucose level was 13 mmol/l. It was reported that the pump received a power error detected. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that the power error detected was recurring for every four hours. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use and revert to back up plan and treat per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The power management tool confirmed power error 25 alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.